Manufacturer narrative:
Age at time of event - (B)(6). Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal balloon angioplasty, a balloon rupture occurred. The 99% stenosed de novo lesion measuring approximately 2.5mm in diameter and 50mm in length was located in a calcified and severely tortuous left popliteal artery. Access was femoral. A 1.5x20mm sterling es balloon was advanced to the lesion and inflated for approximately 15 seconds. The balloon was inflated a second time and ruptured at 6 atms. The procedure was completed with a 2.0x20mm symmetry balloon. No patient injuries or complications occurred. Patient condition is listed as 'good.'